Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced prolonged hyperglycemia after announcing a larger-than-usual dinner as ¿more¿ instead of correctly announcing two ¿usual¿ meals while using the ilet system with a dexcom g7 continuous glucose monitor (cgm) and an inset 23" infusion set placed on the abdomen. Symptoms included headache and a highest recorded cgm value of 364 with an elevated glucose duration of about five hours. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure for meal announcement, and relevant interaction with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.